Event description:
Procedure: kidney transplant. According to the reporter: during the procedure, a piece of hard plastic, believed to be from the packaging of the suture tie, was found in the abdomen of the pt and retrieved. The piece of plastic is believed to have caused a venous bleed, 250 cc of blood loss. The pt has recovered, no ill effect to the pt.